Event description:
It was reported by the affiliate that the (1) er320 device was used during a laparoscopic cholecystectomy procedure. The jaw broke and the clip was malformed. It did not fall into the patient. The case was completed with a new instrument and there was no consequence to the patient.